Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41mg/dl. Bg cause was not known, however, customers sister stated the customer had too much insulin and had not eaten. Customer required assistance from emergency medical team (emt) to remove infusion set and administer glucose injection to address bg. Customer was not transported to the emergency room (ER). Customers sister drove the customer to get food to consume which reportedly resolved the issues. Recommendation was made to consult with a healthcare provider to discuss diabetes management.